Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A customer reported receiving unspecified low sensor scans when compared to a built-in meter. The results of the reading comparison, when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported being ¿paralyzed on the right side of the body, felt ill¿, and experienced a seizure. The ambulance was called and a blood glucose reading of 17.0 mmol/l was obtained on the hcp meter when compared to an adc meter reading of 9.5 mmol/l and received unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.